Event description:
While opening an ablation catheter the packaging came apart in an unusual fashion. The catheter fell on the floor and the catheter was not sterile anymore. The catheter was replaced with new one.